Manufacturer narrative:
The instructions for use (IFU 001-12325-en rev. 10) provide detailed written and visual guidance on the correct use of the sara stedy. Specifically, when transferring a patient to a chair, bed, toilet, or wheelchair, the IFU instructs that: "the patient's knees should stay in contact with the kneepad, and the patient should sit back on the seat halves during the transfer". "Pivot the two seat halves up". "Ask the patient to sit down holding the crossbar". Based on the available information, the root cause of the incident appears to be a combination of the patient¿s physical condition and incorrect use of sara stedy. The product was involved in the event, but it did not fail or contribute to the fall. This event was deemed reportable taking a conservative approach to report each fall related incident. The fall did not result in injury, but there is a potential for an injury. H3 other text: device not released by the customer for evaluation.

Event description:
Arjo was made aware of an incident involving a patient fall during a transfer using the sara stedy mobile active lift. Based on the limited information available, the patient: who was weight-bearing on only one leg: was instructed to "hop backwards" and subsequently landed on the edge of the footplate. This resulted in the patient losing balance and falling backwards. No injury was sustained. A review of the device confirmed that there was no malfunction; the sara stedy was functioning within its intended specifications.